Event description:
Battery pack was taped and it came loose falling onto the patient. Biomed - battery 4d, fell out onto patient's arm. The pump battery door was closed with tape as it came from equipment per the nurse. Patient states this is the second time the battery fell out. Biomed replaced damaged battery door, front and rear cases verified proper operation and returned to service. No harm to the patient.